Event description:
The doctor reports that the dental implant located in position number #46 failed because it fractured at the head. The doctor reports that the procedure was not concluded by placing another implant. Bone type: iii

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information unknown / not provided. G4: premarket identification k011245/k002188. H4: device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) spwb10, (impl tapered sp 4.8mm 10m m octagon) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. The implant was identified as reported, and matched prints where measured. The implant was observed damaged around the collar region likely due from the removal process; however, the alleged implant fracture was not identified. Additionally, the implant's inner threads / drive feature was seen severely damaged, also likely due from the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 63735614. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63735614 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. The customer did not submit images for the reported event. A definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.